Event description:
Reports pacing failure while in use. Pacing was inserted but unable to function. An additional request for the lot number involved in the incident revealed the lot number remains unk. No further info is available.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated and a lot number was not provided. Without the actual sample and a lot number, a thorough eval could not be performed. No specific conclusions can be drawn.